Manufacturer narrative:
Based on the info provided, the pt experienced a right implant deflation soon after implantation while in recovery. Upon removal of the implant, the doctor noted two pinholes in the shell. Because the device involved in this complaint is unavailable for return to mentor, pe is precluded from investigating this complaint. Should additional info and/or the device become available to pe, this complaint will be reevaluated at that time. As indicated in the product insert data sheet (pids), deflation is a known complication associated with mentor mammary prostheses. Causes of deflation of saline-filled implants include, but are not limited to the following events: intraoperative or postoperative trauma, mechanical damage prior to or during surgery, damage during the filling stage, and origins which are simply unk.

Event description:
Based on the info provided, the pt experienced a right breast implant deflation soon after implantation while in recovery. Upon removal of the implant, the doctor noted two pinholes in the shell.